Manufacturer narrative:
PMA 510(k): while this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(4).

Event description:
Reporter stated the infusion device did not correctly provide an e4 occlusion error. The customer's blood glucose was approximately 300 mg/dl, and he removed the headset and found the cannula was bent. No adverse event was reported. The alleged product was replaced and requested for evaluation.